Event description:
Philips received a complaint on an intellivue mp5 indicating that the heart rate value fluctuated severely. The device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.

Manufacturer narrative:
A philips remote service engineer (rse) contacted the customer. It was determined that there was a parameter board failure. After the hospital found a third party to repair the parameter board, the equipment was restored to normal use. Based on the information available and the testing conducted, the cause of the reported problem was faulty parameter board. The reported problem was confirmed. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.